Event description:
A male underwent initial aaa repair in 2006. The patient had a limb separation on the left that they planned to just bridge in 2009. The angle was so severe, they were unable to cannulate the gate. At that point, the physician decided to convert to an aorta uni device; therefore, a right iliac leg graft and a main body extension were used. An iliac plug was used on the other side. When they shot the final run, it was decided that the original graft was placed too low, and therefore an rx main body extension was used for proximal seal. Patient outcome unknown at this time.

Manufacturer narrative:
Event evaluation: this event is still under investigation.